Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Completed on 09/07/2018 by mb. Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified) the retaining ring is meant to hold the sleeve-spring mechanism, in place but appears to have dislodged. The ball bearing was not returned with the device. The pin that holds the distal mating feature in place appears to have partially backed out. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the tri-drive handle has been in the field since 2009. Exactech has received 34 similar complaint reports involving 50 devices since its introduction. Because the tri-drive handle is used in total shoulder surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech has received 6 other complaints involving parts from this manufacturing lot of 30 units, which has been in the field since 2014. The device history record was reviewed, and all parts were accepted with conformance to the print specifications. Therefore, this issue does not appear to be manufacturing-related. A review of the risk management repot (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The risk is not captured. This document will be updated to include this failure. Refer to (B)(4) for details. Corrective action is not required because the occurrence rate is " very low", and the rmr will be updated to capture this risk. Most likely cause: the disassembled driver reported in experience c2018-083 was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble. (B)(4): instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The device broke in situ, all pieces were removed from the patient. An investigation was conducted; the disassembled driver reported was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly and allowed the tip to disassemble.

Event description:
It was reported from ous that during an anatomic tsa, the tri-drive handle broke in situ during the reaming process. There was a slight delay to surgery to locate the alternate instrument, there was no adverse event to the patient due to this. The clinical specialist was present at the time of surgery. The issue was resolved with an alternative handle from another kit to complete the procedure. No parts were left in the patient. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.